Event description:
The customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reverted to manual injections for insulin therapy.